Event description:
Boston scientific received information that a health care professional (hcp) called concerned that this patient's device charge times of 16.1 seconds and battery voltage of 2.65 volts were out of range. The device remains implanted and there are no plans to intervene. To date, no adverse patient effects have been reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.